Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lung cancer resection procedure, they pressed the green button and tried to fire the reload, but the handle couldn¿t be squeezed. They didn¿t change the handle, but used a new reload, and the issue was resolved. When the reload was loaded, the opening and closing of the handle was confirmed as usual. The surgical time was extended by less than 30 minutes. There was no patient injury.